Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and no delivery on the insulin pump. Customer¿s blood glucose level was 482 mg/dl. Customer did not advise how they treated their high blood glucose levels. Customer changed out their complete set and reservoir to resolve the no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).